Event description:
Doctor was in the process of upsizing a 5fr sheath to a 6-11 arrow sheath in the left common femoral artery. While attempting to insert the sheath into left common femoral artery, the sheath broke. This resulted in the patient having exsanguination from the common femoral artery and receiving 2 units of packed red blood cells, along with an emergent cut down procedure to the left groin to extract the broken sheath. Vascular surgery was overhead paged stat and responded. Hemostasis was achieved by the physician in the room by upsizing the sheath to a 9 fr cordis-brite tip sheath.